Event description:
It was reported that during a cryo ablation procedure, the patient experienced a perforation to the right iliac groin/region. The procedure was aborted while the patient was under general anesthesia and surgical intervention was performed. Also, the patient was hospitalized with recovery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.